Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that over the years, the sensing and capture thresholds had worsened. The lead was capped and replaced.